Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The customer reported to the emergency room and was subsequently hospitalized due to a blood glucose (bg) level of 600-700 mg/dl and ketones identified as life threatening by a healthcare provider. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 3 days later, (B)(6) 2025 with the issue resolved and glaucoma and neuropathy. Customer reverted to an alternate method of insulin therapy.